Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) was associated with the development of a large hematoma at the right groin access site following a heart catheterization procedure. There was a reported patient injury of a large hematoma, persistent numbness from the groin to the toes, permanent nerve damage, and prolonged groin discoloration. A computed tomography (CT) scan reportedly identified a 17 to 19 cm hematoma, and a subsequent CT scan was performed to assess for active bleeding. A vascular physician elected to allow the hematoma to heal without intervention. The patient reported severe pain, difficulty ambulating, prolonged recovery, persistent numbness, and residual groin discoloration. The patient reported that numbness remained more than one year after the procedure and was informed that the condition represented permanent nerve damage. Additional information was requested but was unknown. The device will not be returned for evaluation.